Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2008: the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k) #. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of 3d max mesh, patient was diagnosed nerve damage, hernia recurrence and pain with thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Per operative notes, ¿the defect was identified and the 3dmax mesh (left) was noted to have pulled away from its attachment". Updated fields: a2, a4, b2, b5, b7, d4 (catalog no, corporate lot no, UDI no, expiry date), e3, g1, g6, h2, h4, h6, h10, h11. Corrected field: g4 (PMA/510(k) # ) note, the manufacturing date (15-mar-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2008: the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007- a 45-year-old male patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (right - device #1 & left ¿ device #2). Per operative notes, ¿in the right groin, the hernia sac was completely dissected off the cord structures and a 3dmax mesh (right - device #1) placed and tacked. Next, in the left side, the hernia sac was dissected off and a 3dmax mesh (left ¿ device #2) placed and tacked.¿ (B)(6) 2008 - patient was diagnosed with left direct recurrent inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the ilioinguinal nerve was divided and excised. The defect was identified and the 3dmax mesh (left - device #2) was noted to have pulled away from its attachment. The hernia contents were reduced back and existing mesh was sutured. A synthetic mesh was placed and sutured.¿ attorney alleged that the patient had mesh migration, nerve damage, pain and hernia recurrence. It was also alleged that the patient's mesh was noted to have pulled away.